Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: no activity outside normal patient use was observed in the black box or download history. The remaining insulin was calculated accurately during the investigation. The pump was primed until 20 units remained in cartridge at which point a low cartridge warning was given. The cartridge was removed and 20 units were visually confirmed remaining. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.